Manufacturer narrative:
The insulin pump was received with intermittent express bolus, escape, act, up and down arrow buttons response due to flattened button dome switch. No button error alarm during our testing. The lcd keypad connector was not found unlocked during our visual inspection. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with button error on their insulin pump. It was reported that the customer's blood glucose level at the time was 240mg/dl. It was reported that the device would be replaced and returned for analysis.